Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 372 mg/dl. Reportedly, the basal rate had been lowered and was the cause for elevated bg levels. Tandem technical support guided the customer through adjusting the pump settings. Customer delivered boluses to address elevated bg levels.